Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an attempted implant procedure, the guidewire could not pass through the lead. Another lead was used without any issue. There were no adverse consequences to the patient.